Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this programmer was confirmed. The programmer booted up to blank screen with no backlight. The inverter cover is badly melted and was replaced. The device manufacture date for this product is june 28, 2006.

Event description:
Boston scientific received information that the programmer displayed a black screen and would not boot up. This programmer will be returned for analysis. No adverse patient effects were reported.